Event description:
Healthcare professional reported left side "fold," and "very small amount of fluid surrounding the breast implant." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Clarification to d.9. Returned to mfg on: the device has not been returned. Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: crease/folding of implant: observed. Seroma-late: unable to observe as it is not related to the device. No additional observations are performed.

Event description:
Healthcare professional reported left side "fold," and "very small amount of fluid surrounding the breast implant." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
E1. Zip code continued: (B)(6). H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, crease/folding of implant.